Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It was reported to philips that there was a connection problem between the wireless foot switch and its base station, causing the x-rays to stop during the examination. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected system remotely and confirmed that there was a connection problem between the wireless foot switch and its base station. As troubleshooting action, rse instructed the customer to charge the wireless footswitch and restarted the system. After charging the footswitch and restarting the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.